Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The sensor is inserted by making a small incision and placing it under skin and potential for developing pain/irritation/inflammation/infection at the insertion site is a known anticipated adverse event. Patient was given antibiotics to alleviate infection. Furthermore, patient visited doctor who decided to remove sensor from the patient's arm.

Event description:
Senseonics was made aware of an adverse event where patient experienced infection at insertion site. The insertion site was filled with pus and was treated with antibiotics. Sensor was removed on (B)(6) 2020.